Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the adc device in use with the reader. The low or high glucose alarm did not sound and the customer was not alerted of changes in glucose. The customer experienced a loss of consciousness and was treated with oral sugar by third-party. There was no report of death or permanent impairment associated with this event.